Manufacturer narrative:
Reaction monitor data provided indicates the patient sample in question had completed sampling and reagent dispense prior to the water outage; the water outage could not have been the cause of the erroneous results. Reaction monitor data indicates a sample dispense issue, though the exact cause of sample dispense issue could not be determined. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse stated the float switch checks were within specifications. The fse made a minor adjustment to the sample probe alignment and stated the sample probe did not appear to be the cause of the erroneous results.

Event description:
The customer reported an au480 clinical chemistry analyzer generated erroneous results for one patient sample; the patient sample generated a flagged creatinine result and tested negative for cocaine, opiates, and thc50. The patient sample was reanalyzed on the same instrument and generated a higher, unflagged creatinine result and tested positive for cocaine, opiates, and thc50. The emergency room was notified of incorrect results and results were corrected prior to patient treatment. There were no reports of patient injury or change to patient treatment in connection with this event. In addition, the customer reported an external water system stopped functioning resulting in water short and water out error messages on the instrument; these error messages occurred while the instrument was processing samples for a urine drug screen and the customer suspected this was the cause of the erroneous results. The customer uses nested cups for drugs of abuse (dau) testing; the customer stated there were no bubbles present in the sample at the time of testing and did not question the integrity of the sample. The instrument did not generate error messages aside from the water short and water out messages.